Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. An RMA was not issued for return. While the definitive root cause is not established, possible cause is attributed to usage-related conditions, keeping the light cord and laparoscope in close proximity to drapes.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the surgeon indicated that they had the light cord disconnected and had burned through the sterile drape. The patient did not sustain an injury due to the event. Intuitive surgical, inc. (Isi) performed follow-up and obtained the following additional information regarding the reported event: the event was confirmed. During the procedure, the schoelly light cord was hot, causing a burn to the sterile drapes. The patient did not sustain an injury due to the event, no intervention was required.